Manufacturer narrative:
(B)(6).(B)(4).

Event description:
It was reported that the catheter became stuck in lesion. The target lesion was located in the first diagonal of the left anterior descending (lad) artery with 90% stenosis, non tortuous, moderately calcified, 2.5mm in diameter and 20mm in length. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to view the target lesion. After the unspecified guidewire was crossed the target lesion, the imaging catheter was delivered and crossed as well. After which, pullback was performed. However, after pullback, a strong resistance was encountered upon removal of the opticross¿ imaging catheter. The physician was determined that the imaging catheter became stuck somewhere so he decided to cut off the distal shaft of the device and pulled out the imaging core. The physician then inserted a unspecified guidewire into the lumen of the catheter, rotated the device and pulled the device gently. The device was removed from the patient successfully. The physician stated that there was no previously implanted stent which could easily make the guidewire exit hole stuck and he thought that the exit hole could have caught in the calcified lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good and stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device received for evaluation was the partial segment only of the sheath. Evaluation of the returned device revealed that a fluid residues, possibly blood, was inside of the distal tip assembly and inside of the imaging window, a gross damaged in the guidewire exit port assembly, multiples kinks along the length of the imaging window and tip and an open hole in the imaging window at 97.8cm from femoral marker to the distal end. An indication of resistance in tracking the guidewire into the catheter was noted, possible dried blood, when a test guidewire (0.014") was inserted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck in lesion. The target lesion was located in the first diagonal of the left anterior descending (lad) artery with 90% stenosis, non tortuous, moderately calcified, 2.5mm in diameter and 20mm in length. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to view the target lesion. After the unspecified guidewire was crossed the target lesion, the imaging catheter was delivered and crossed as well. After which, pullback was performed. However, after pullback, a strong resistance was encountered upon removal of the opticross¿ imaging catheter. The physician was determined that the imaging catheter became stuck somewhere so he decided to cut off the distal shaft of the device and pulled out the imaging core. The physician then inserted a unspecified guidewire into the lumen of the catheter, rotated the device and pulled the device gently. The device was removed from the patient successfully. The physician stated that there was no previously implanted stent which could easily make the guidewire exit hole stuck and he thought that the exit hole could have caught in the calcified lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good and stable.